Manufacturer narrative:
Contra-angle handpiece (B)(6) (2011) dirty, has been cleaned. File remnants could be removed. Micromotor (B)(6) (we discovered residues of liquids or oil when checking your motor) defective, replaced with (B)(6). Foot control (B)(6) checked, without errors. The battery has been replaced. Function test and test measurements without errors. Test carried out according to (B)(6) .

Manufacturer narrative:
While no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a vdw.silver reciproc was involved in a file breakage. No injury occured but treatment is not yet concluded.